Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose level at the time of incident was 509 mg/dl. Customer stated that the insulin pump did not calibrate. Customer also stated that they started with their insulin pump and entered blood glucose but there was no option to calibrate. It was unknown that auto mode feature was active or not at the time of event. The insulin pump will not be returned for analysis.